Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the first spin with the imaging system went fine, however, during the post-operative spin, the navigation system could not pick up the imaging system tracker. The representative restarted the navigation system, and the imaging system displayed, "not available in current task." The site used the imaging system without navigation. There was a reported delay to the procedure of 5 minutes as a result of this issue and no impact on the patient outcome.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs provided no additional insight into an anomaly and that the imaging system was functioning as designed. Analysis found that the software functioned as designed.